Event description:
Customer reported device = 9 mg/dl. Result was not found in memory. No treatment was received. No controls were used. A request was made for return product and replacement product was sent.